Manufacturer narrative:
This investigation will be updated should further information be provided. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported high out of range pacing impedance measurements, however, confirmed the reported helix extension difficulty due to dried blood/tissue around the helix.

Event description:
It was reported that in the process of implantation of this right ventricular (rv) lead, the helix would not extend in a normal fashion and pacing impedance was greater than 3000 ohms. The lead to device connection was confirmed to be appropriate; therefore, the physician withdrew the lead. Testing outside of the patient's body confirmed successful helix extension after 30 rotations. The physician implanted a competitive replacement lead without further incident. No adverse patient effects were reported. The product has been received for analysis.

Event description:
It was reported that in the process of implantation of this right ventricular (rv) lead, the helix would not extend in a normal fashion and pacing impedance was greater than 3000 ohms. The lead to device connection was confirmed to be appropriate; therefore, the physician withdrew the lead. Testing outside of the patient's body confirmed successful helix extension after 30 rotations. The physician implanted a competitive replacement lead without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.